Event description:
This patient had three previous operations on her knee joint including arthroscopy, a unicompartmental replacement, and a tricompartmental replacement. She has not had successful results from any of these arthroplasties, but has always had swelling and pain in her joint. Her surgeons have evaluated her and have said that her inflammatory markers do not suggest infection. We tried an anterior-posterior (ap) stability brace on her and she got some relief from this. The tibial component is apparently loose and we have advised her that operative intervention could involve changing the total knee prosthesis to one that is more stable and to improve the stability particularly of the tibial component. The alternative operative intervention is removal of the tibial component because of potential infection.